Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low battery, weak battery and off no power anomaly on the insulin pump. Customer advised every two to three days they received a low battery alarm and the device turns off at random. Troubleshooting for the battery issues was performed. Customer advised that the backlight was used frequently and the device was on vibrate mode. Customer was advised a replacement battery cap will be sent out. Customer was advised to monitor the device until they receive the battery cap. Customer advised they had similar issues in the past which were resolved by a replacement battery cap. Customer was advised to call back if issues persist.